Manufacturer narrative:
The device was not returned for analysis. Service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Analysis identified that the most probable cause for the force sensor test failure is due to the force sensor being out of specification; if not, the force sensor is not operating as intended.

Event description:
It was reported that the pump failed a software update and exhibited a force sensor test failure. The event occurred during bench testing. There was no patient involvement, no patient injury was reported.